Manufacturer narrative:
(B)(4).

Event description:
The pt developed a seroma around the pump. The pump was replaced and the new pump was moved to the other side of the abdomen. The catheter was revised as the pump location was moved. The catheter was cut at the 23 cm mark leaving 23 cm from mark to spinal tip. Sixty six cm of a new catheter was implanted for a total of 89 cm. The drug being administered via the pump was lioresal. Add'l info has been requested.